Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k3e 5.4 mg plus blood collection tubes had underfill. This occurred on 15 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: the tube does not fill up properly. Using of bd multi sample vms needle tube and the tube fills with only a few drops.